Event description:
It was reported that after t1 was deployed, t2 was deployed simultaneously. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. Assessment of the construct showed t1 is missing a small piece of its distal end. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. It appears that the trigger was inadvertently advanced resulting in the pre-deployment. Further investigation is not warranted at this time.